Manufacturer narrative:
Final device analysis reveals connector broken around suture ring.

Event description:
Hcp reports elective device system explant after 8 months duration. The drug in the pump is morphine (25mg/ml), daily dose is unk. Hcp reports that the pt was experiencing severe pain flare-ups and withdrawal symptoms, although no specific withdrawal symptoms were noted in the pt's chart. Interrogation revealed the pump was functioning properly. No further device troubleshooting was performed. Pt recovered without sequela.